Manufacturer narrative:
(B)(4). The device was not returned, hence it is difficult to draw any conclusions.

Event description:
It was reported that, the disc dislodged from intended position post-operatively. It expulsed anterior (out of the interbody space). The implant was used in the patient. The implant did not break. Patient underwent an additional surgery as a result of this event. The patient underwent explant procedure in which the implants were replaced with a cervical plate and interbody fusion device.